Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient had a seizure a few months prior to the call. The hcp inquired if the ins could have caused a seizure because it was unknown what triggered/caused the seizure. No diagnostics or actions were taken to address the seizure but the patient is going to a neurologist to determine what may have caused it. No further complications were reported or anticipated.